Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was in emergency room on (B)(6) 2019 at 1:30 pm due to a high blood glucose level of 600 mg/dl. The customer experienced symptom related to his high blood glucose such as nausea. The customer was alleging that the insulin pump was under delivering. The customer was assisted in troubleshooting. The customer was treated with insulin. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).